Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned driver was examined under magnification. Torsional and oblique fracture patterns were identified within the hexalobe geometry of the driver tip. The driver tip was measured to determine the location of fracture. The driver measured 3.34515 inches, indicating that the fracture occurred approximately 0.03485 inches from the end of the driver tip. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis, was also applied to the hexalobe tip. A small broken piece was returned with the driver. The piece appeared to match the fracture pattern of the returned t8 driver. This broken tip showed that the hexalobe edges were twisting near the tip prior to fracture. Tip twisting and later tip breakage may occur when excessive force is applied to the driver during use; however, based on the information received and due to unkown procedural conditions, the root cause could not be determined.

Event description:
It was reported during a routine removal procedure, the driver tip broke. No adverse patient consequences were reported, and this issue did not prolong the procedure. This report is related to report number 3025141-2023-00103 for the screw involved in this event.